Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the pusher's body coil kinked/damaged and the implant damaged; furthermore, the device was experiencing heavy resistance/friction during functional testing which is consistent with the damages found on the device. The implant would not advance from the distal end of the introducer sheath. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during deployment of an embolization coil, the coil detached unintentionally and physician could not push into the aneurysm. The coil was removed from the patient successfully using a snare device. There was no report or harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the pusher's body coil kinked/damaged and the implant damaged; furthermore, the device was experiencing heavy resistance/friction during functional testing which is consistent with the damages found on the device. The implant would not advance from the distal end of the introducer sheath. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during deployment of an embolization coil, the coil detached unintentionally and physician could not push into the aneurysm. The coil was removed from the patient successfully using a snare device. There was no report or harm or injury to the patient.